Event description:
It was reported that, during the implant of this right ventricular lead, this lead exhibited low out of range pacing impedance measurements. It was decided to implant another lead instead. After the second lead was implanted the same measurements were observed. It was found that a cable connecting the lead and the programmer were in parallel circuits. The connection was resolved, and the measurements were within normal limits. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant of this right ventricular lead, this lead exhibited low out of range pacing impedance measurements. It was decided to implant another lead instead. After the second lead was implanted the same measurements were observed. It was found that a cable connecting the lead and the programmer were in parallel circuits. The connection was resolved, and the measurements were within normal limits. This lead is expected to be returned for analysis. No further adverse patient effects were reported.